Manufacturer narrative:
Age at time of event: (B)(6) or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a rotablation atherectomy procedure a display malfunction occurred. The 87% stenotic lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery, during platforming the console did not display the rpms of the rotating burr. The procedure was not preformed due to this event. Patient status is reported as "stable".

Event description:
It was reported that during preparation for a rotablation atherectomy procedure a display malfunction occurred. The 87% stenotic lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery, during platforming the console did not display the rpms of the rotating burr. The procedure was not preformed due to this event. Patient status is reported as "stable".

Manufacturer narrative:
Device evaluation: the console and foot pedal were tested together using a rotalink 1.75mm. The rotational speed of the burr was displayed in dynaglide mode. Secondary findings: the console is stuck in dynaglide mode and there is a gas/air leak at the dynaglide pressure switch. This is likely due to wear and tear. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed or the age of the device determined. However, the cabinet is of the style manufactured in the early 1990's. The most likely root cause is not confirmed. (B)(4).